Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The cord and tube set was returned for evaluation. Device history record - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - multimeter was used to measure the resistance between the pin end and the socket end. Conductance was observed for both socket/pin pair. Therefore, this complaint is not confirmed. Root cause was undetermined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an electrical failure of a disposable bipolar cord during a procedure for removal of a cranial tumor. It was replaced and there was a surgical delay of 30 minutes with no adverse consequence to the patient.